Event description:
It was reported during in clinic follow up that the right ventricular lead failed to convert back to sinus rhythm due to inadequate shock. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.